Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device functioned properly under laboratory conditions, the needle was able to prime, fire, and obtain samples without issue. Therefore, the investigation is unconfirmed for the alleged self-activation. The identified bent bumper possibly contributed to the reported issue, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Per the dfmea potential root causes include use error, insufficient device packaging, inappropriate tolerance stack up, insufficient durability with multiple firings, and inappropriate spring properties. The investigation is unconfirmed for the alleged self-activation. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, both slides of the device allegedly self-activated. It was further reported that the procedure was completed with the same device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (12/2020).

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, both slides of the device allegedly self-activated. It was further reported that the procedure was completed with the same device and no coaxial was used. There was no reported patient injury.